Event description:
It was reported that an inappropriate shock was delivered due to oversensing of t waves when it comes to this device. The device was interrogated and lots of myopotentials were seen in the primary vector. It was noted the that reason the patient received an inappropriate shock was due to a change in the qrs morphology. Optimization of the device confirmed that the primary vector was the best one. Patient movement maneuvers showed noise as well as changes in qrs morphology. The device was reprogrammed to the secondary vector and the therapy conditional zone was adjusted. The device remains implanted. No adverse patient effects were reported. Additional review by technical services (ts) noted that a high shock impedance value was noted after the inappropriate shock was delivered. Ts noted that high impedances due to fatty tissue have been shown to be directly related to an increase in defibrillation thresholds. Further review by ts noted that the shock impedance had increase since implant and ts believed that the high shock impedance was related to sub-coil fat tissue. Ts discussed a possible electrode revision to place the electrode closer to the sternum, as x-rays showed that the electrode showed some distance from the sternum. At this time no changes were made.

Event description:
It was reported that an inappropriate shock was delivered due to oversensing of t waves when it comes to this device. The device was interrogated and lots of myopotentials were seen in the primary vector. It was noted the that reason the patient received an inappropriate shock was due to a change in the qrs morphology. Optimization of the device confirmed that the primary vector was the best one. Patient movement maneuvers showed noise as well as changes in qrs morphology. The device was reprogrammed to the secondary vector and the therapy conditional zone was adjusted. The device remains implanted. No adverse patient effects were reported. Additional review by technical services (ts) noted that a high shock impedance value was noted after the inappropriate shock was delivered. Ts noted that high impedances due to fatty tissue have been shown to be directly related to an increase in defibrillation thresholds. Further review by ts noted that the shock impedance had increase since implant and ts believed that the high shock impedance was related to sub-coil fat tissue. Ts discussed a possible electrode revision to place the electrode closer to the sternum, as x-rays showed that the electrode showed some distance from the sternum. Subsequently a revision took place due to suboptimal system position. The device was re-implanted, while the electrode was not re-implanted due to removal difficulty and being damaged during the procedure. No additional adverse patient effects were reported.